Event description:
Hip implant has come loose, due to oils in center that leaked, ran down the leg, and took bone along the device out. I am unable to have the device replaced due to 6 heart surgeries over 5 years.